Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient was driving, went off the road and paramedics found the patient in ventricular fibrillation. The patient was transported to the hospital and was externally rescued from a cardiac arrest. The boston scientific representative indicated they were unable to interrogate the patients implantable cardioverter defibrillator (ICD) device with two different programmer models. They were not sure if the ICD device shocked the patient and there were no device tones observed. The healthcare provider stated they observed intermittent pacing therapy but the representative did not observe any pacing. A subsequent review of ICD device data from previous check-ups indicated normal shock impedance, pace impedance and threshold measurements were observed on the right ventricular lead as well as a remaining device battery capacity of nine years. In addition, that patient was noted to have had a previous episode with anti-tachycardia pacing device therapy and successful conversion. The ICD device was indicated to have exhibited premature battery depletion and was explanted and replaced with a cardiac resynchronization therapy defibrillator system. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
It was reported that this this patient was driving, went off the road and paramedics found the patient in ventricular fibrillation. The patient was transported to the hospital and was externally rescued from a cardiac arrest. The boston scientific representative indicated they were unable to interrogate the patients implantable cardioverter defibrillator (ICD) device with two different programmer models. They were not sure if the ICD device shocked the patient and there were no device tones observed. The healthcare provider stated they observed intermittent pacing therapy but the representative did not observe any pacing. A subsequent review of ICD device data from previous check-ups indicated normal shock impedance, pace impedance and threshold measurements were observed on the right ventricular lead as well as a remaining device battery capacity of nine years. In addition, that patient was noted to have had a previous episode with anti-tachycardia pacing device therapy and successful conversion. The ICD device was indicated to have exhibited premature battery depletion and was explanted and replaced with a cardiac resynchronization therapy defibrillator system. No additional adverse patient effects were reported.